Event description:
A 3.5mm diameter x 18mm length ave micro stent ii was inserted into a severely tortuous and calcified circumflex coronary artery, after predilatation with a 3.0 diameter percutaneous transluminal coronary angioplasty balloon. Although the physician attempted to push the stent through the tortuous area of the proximal circumflex, it was not possible to advance it to the target lesion. The stent then dislodged off of the stent delivery system at the ostium of the circumflex and was protruding into the left main artery. The physician attempted to remove the stent by crossing through it with a percutaneous transluminal coronary artery balloon and inserting a snare device, but was unsuccessful due to the highly angulate orgin of the circumflex coronary artery. The pt remained stable, without any hemodynanmic compromise. However, the pt went to coronary bypass surgery because the sent was protruding into the left main artery. The surgery was successful and there was no additional clinical sequelae reported relative to the event.